Manufacturer narrative:
(B)(4). Device evaluated by MFR. The complaint device was returned for analysis. The complaint device was returned to site for analysis, along with a cook guiding catheter. The microcatheter was stuck inside the cook catheter and could not be removed. The microcatheter was found to be broken at 15.4cm from the hub with the braid exposed from 15.4-31.5 cm from the hub. The microcatheter was also found to be broken at 72.4 cm from the distal tip with the braid exposed from 72.4-79.5 cm from the tip. The catheter was also found to be kinked at 29cm, 35.5cm and 71 cm from the tip. The catheter was also stretched at 71-72.5 cm from the tip. There was also evidence of blood inside the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: it is recommended that the renegade hi-flo microcatheter be used with a guiding catheter that is 0.96 mm (0.038 in) guidewire compatible." (B)(4).

Event description:
Reportable based on device analysis completed on 16feb2016. It was reported that the coil became jammed inside the microcatheter. The target lesion was located in the spleno-renal shunt. A 135/10 renegade¿ hi-flo¿ was selected for use. During procedure, it was noted that a non bsc coil became jammed inside the micocatheter. The physician removed the coil and microcatheter as a unit. The procedure was completed with another of the same device. No patient complications were reported and the patient's conditions is fine. However, device analysis revealed a broken microcatheter.